Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began the afternoon of (B)(6) 2014. The patient manages his diabetes with an insulin pump. On (B)(6) 2014, at 4:00 p. M., the patient stated he took a decreased dose of insulin (decreased basal rate by 20%) in response to the alleged issue. At the same time, the patient claimed he developed symptoms of ¿sweaty and shaky¿. It is not known if the patient treated himself in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.